Event description:
Event was reported to (B)(4) by an atty. The patient has suffered constant infections, chronic vaginal pain, painful sexual intercourse, recurrence of stress urinary continence, and mesh erosion. No further info has been provided.